Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a concern this device was exhibiting premature battery depletion. Data analysis found the device was sensing high atrial rates. Technical services (ts) discussed considering methods to reduce atrial fibrillation and programming options. No adverse patient effects were reported.